Event description:
It was reported that the right ventricular (rv) lead experienced an increase in the pacing output. The capture management was turned off and the capture was reprogrammed. The patient is now complaining of "not feeling well". The lead was reprogrammed again to increase the rv output and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 419588 lead, implanted (B)(6) 2012; 5076-52 lead, implanted (B)(6) 2012. (B)(4).